Event description:
A customer, who's been using ttso stents for years and they were really content with them but recently, they have experienced some difficulties with oasis introducers. Namely, when they have put the stent (10 fr) in place and they try to pull out the guiding catheter of oa-10, it pulls the stent out as well and they're unable to detach the stent. As per cc form: a 10fr ttso plastic stent was being placed in a patient with a 10 fr oasis stent introducer. Recently, the customer has experienced difficulties during placing the stent ((B)(4)). When the stent was in place they tried to pull out the guiding catheter of oa-10, but it was very difficult to detach it from the stent (the catheter pulled the stent out as well) ((B)(4)). Either the diameter of the stent was too small or the diameter of the guiding catheter was too big. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Report is being submitted due to additional information received on 22 apr 2022 that was not reported within 30 days. Device problem and component codes updated. (B)(4) rep response (B)(6) 2022 the complaint is related to device removal. After the stent was in place, the staff started to detach the stent introducer, but it got stuck. M00556561, it was a boston jagwire, 0.025", 450 cm, straight.

Manufacturer narrative:
Device evaluation: 1 x ttso-10-8 of lot number c1758565 was not returned to cirl for evaluation. This file is linked to pr 357871 which covers the difficult advancement of the oasis one action stent introduction system. (Oa-10) MDR reference number for related file pr 357871: 3001845648-2022-00436 documents review including IFU review: prior to distribution all ttso-10-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the ttso-10-8 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1758565. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ it should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ it should be noted the instruction of use cautions ¿wire guide diameter and inner-lumen of wire ¿ guide device must be compatible¿. There is evidence to suggest that the user did not follow the IFU and used an incorrect sized wireguide. Root cause review: a definitive root cause could not be established due to the device not being returned. A possible root cause of the difficulties placing the stent could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used to place the stent and it is possible that the difficult advancement that was encountered could have have arisen due to this user error. Summary: complaint is based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report being submitted due to the investigation being completed on 14 sept 2022.